Event description:
Customer reported meter results of 97 mg/dl and 434 mg/dl within 10 minutes on the compact plus system; also reported hi, which on the compact plus system indicates a result in excess of 600 mg/dl, and 141 mg/dl within 10 minutes, same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.